Event description:
It was reported that the unspecified bd¿ solomed syringe plunger experienced movement difficulty. The following information was provided by the initial reporter, translated from portuguese english: professionals have had issues with syringe's plunger, which it was not possible to perform the injection, and they've had to change to syringes from another brand.

Manufacturer narrative:
H6: investigation summary as no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. A device history review could not be completed as no batch number was provided. Based on the limited investigation results, a cause for the reported incident could not be determined.

Event description:
It was reported that the unspecified bd¿ solomed syringe plunger experienced movement difficulty. The following information was provided by the initial reporter, translated from portuguese english: professionals have had issues with syringe's plunger, which it was not possible to perform the injection, and they've had to change to syringes from another brand.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D.4 device expiration date: unknown. H.4. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number.